Event description:
It was reported that the patient had a sling device implanted. The patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) due to unknown reasons. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.